Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide suture did not capture the artery. The sutures of two other successfully pre-placed proglide sutures were used after the tavi procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.